Manufacturer narrative:
The field service engineer (fse) that was dispatched to the site reproduced the reported problem. The fse found a loose luer connector to the expiratory transducer. The fse tightened the luer connector and performed all functional, pre-use and electrical safety tests. The ventilator passed all tests and it was cleared for clinical use. The cause of the reported problem was the loose luer connector but the root cause for the luer connector becoming loose has not been determined.

Event description:
It was reported that the ventilator failed the internal leakage and the pressure transducer tests during pre-use check. There was no patient involvement (B)(4).